Manufacturer narrative:
Power membrane overlay was returned to failure investigation for analysis. The power membrane/overlay was tested the broken trace on the alarm (red) led caused the led not to illuminate.

Manufacturer narrative:
G4:26apr2021. B4:27apr2021. The philips field service engineer confirmed the reported issue and replaced the front bezel assembly to resolve the issue. The device passed all testing successfully after repair was completed and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
It was reported to philips that the device logged an error code indicating alarm led failure. The device was not in use at the time of the event. This issue was found while setting up the device for patient use. Another v60 was used, and there was no delay to patient therapy. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.